Manufacturer narrative:
Device evaluation: analysis was completed for the computer that was returned. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. During testing the computer booted normally to the application screen. The ear, nose and throat (ent) application started and ran normally several times during burn-in testing. No "no input" messages were observed. There was no fault found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. A manufacturer representative went to the site to test the equipment. The power cord was replaced, and the system then booted up properly again. The navigation system then passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer; through analysis the reported issue was able to be duplicated. The returned cable had some scuff marks on the cable but the jacket had not been broken open. The cable was otherwise functional and passed a continuity test with no opens or shorts detected. It was determined that there was a physical damage failure with the returned cable. This issue was documented in a medtronic navigation hardware anomaly tracking database. A computer was returned to the manufacturer but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system displayed ¿no input detected¿ after attempting to shut down the system. After hard shutting down the system, the medtronic representative was unable to get the application to display with multiple reboots and unplugging the system from the wall. There was no patient present when this issue was observed.